Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring, however, customer stated that nothing was pressing on the button. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.